Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters; por for write to locked ram occurred on (B)(6) 2011 13:47:36 and (B)(6) 2011 13:21:19. Patient alert for por occurred on (B)(6) 2011 12:21:19.

Event description:
It was reported that the patient was undergoing radiation therapy for cancer and it was questioned if analysis of the save to disk could tell how much radiation the device has been exposed to. A review of the save to disk indicates that there were two recent electrical resets and that a patient alert had been triggered. The device remains in use. No patient complications have been reported as a result of this event.